Event description:
It was reported that the patient was having urinary tract infection and stated that it was being caused by the intermittent catheters. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode "biocompatibility issues (self limited bleeding, skin irritation, uti)" and a potential root cause for this failure could be "unsuitable material'. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications : the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury." "Warnings :to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was having urinary tract infection and stated that it was being caused by the intermittent catheters. It was unknown what medical intervention was provided for urinary tract infection.